Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation: defect: product non sterile- open seal. Three pictures received for investigation. Upon visual inspection of the 3 pictures received, it can be observed the blisters are not sealed in the zone of the tip, the sealing cord is cut by the cutters being the blister open at the tip. It can be observed in the opposite side the peel tab is wider. DHR of lot 1710267 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been caused due to a de-synchronization in the advance-step of the packing machine which caused the blisters where not cut in the right moment and part of the blister. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift, printing: (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet, and once in last pallet of the lot. Assembly: once in the first pallet, and once in last pallet of the lot. Primary packaging: once in the first pallet, and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a de-synchronization in the advance-step of the packing machine. We would like to inform you that our manufacturing facility and area manager have been alerted of this incident.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with sterility. It was stated ¿the packaging was cut short on one end, breaching overwrap. The devices were torn open and the seal completely open. Entire boxes affected but not entire batches". There was no report of injury or further medical intervention.